Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system went to the emergency room complaining of chest pain. Interrogation of the s-ICD noted the display of two alerts: battery depletion (bd) and pacemaker runaway (pr). The alerts were cleared and no untreated or treated episodes had been recorded. The remaining battery longevity was 94%. Boston scientific technical services (ts) was contacted and discussed that a memory download would need to be submitted for analysis to determine the cause of the two alerts. The field representative also reported that a chest x-ray was performed and it appears that the electrode has moved from its original implant position. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient was found in his home on the floor. It was determined that the patient had coded and resuscitation attempts were made prior to bringing the patient to the hospital. During CPR, the patient tensed up and it was believed that he received a shock. The s-ICD was interrogated when the patient was hospitalized and it was confirmed that the patient did receive a shock for a fine arrhythmia; however, it did not convert it. A memory download was sent to boston scientific technical services (ts) for review. A ts consultant discussed that in the episode showing shock delivery, the patient initially had a rhythm around 80-90 bpm for the first 15 minutes. Then went into asystole for approximately 50 minutes. There was a burst of activity around minute 60 and a shock was delivered. It is believed that the activity coincided with when the patient was receiving CPR. The data was also sent for engineering review. It was determined that the previous bd alert was unintentional and the device battery was depleting normally. As for the pr alert, it appears that it was related to an inconsistency in the firmware; however, it does not appear to have affected device functionality. It was also confirmed that the s-ICD was operating normally when the patient's coding occurred. No additional adverse patient effects were reported. The s-ICD system remains implanted and in service.